Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for high blood glucose caused by her urinary tract infection. Troubleshooting was declined as the customer did not believe the insulin pump was at fault for her hospitalization. No products were returned or replaced.